Event description:
This case was reported by a consumer and described the occurrence of cervical cancer in a patient who received poligrip (super poligrip original denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. Co-suspect medcation included super poligrip extra care with poliseal. On an unknown date, the patient started super poligrip at unknown dowing. When she first started using the product, the patient experienced gagging, nausea, and "was sick." An unknown time later, the patient also experienced throat burning and burning sensation in the lymph nodes of her neck. A biopsy of the lymph nodes showed tissue hyperplasia, and the patient stated that she was also diagnosed with cervical cancer. She related this to use of super poligrip and reported that she required a loop electro-excision procedure (leep). The patient also stated that she had a lymph node infection that "won't go away." She felt the events were an allergic reaction to the product and wanted to know how long it would take toget super poligrip out of her lymph nodes.